Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and due to the phenomenon not reproduced upon inspection, the probable cause is likely a malfunction in the connected device.

Manufacturer narrative:
The suspect device has been returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a video image was produced and then it went to color bars. There was no patient injury, associated with the problem, reported to olympus.